Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Engineering evaluation was able to reproduce the reported symptom of "sys error 105" during testing. The root cause was found to be a seized motor. The failed motor was replaced.